Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a total vaginal hysterectomy with mesh implantation. Due to vaginal pain, bleeding and infection the patient underwent mesh removal on (B)(6) 2011.

Manufacturer narrative:
.

Event description:
Medical hx: uterovaginal prolapse, rectocele.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.